Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a revision thr had been performed on (B)(6) 2021, the patient experienced instability. A revision surgery was performed on (B)(6) 2022 to address this event. During exposure, the surgeon noticed dark colored fluid in the wound while removing the components along with catastrophic wear on the oxinium head. Surgeon cleaned the site and implanted a 40mm oxinium head/sleeve with appropriate cup/liner. The current health status of patient is unknown.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation. The reported event could be confirmed as the x-ray was reviewed by the clinical/medical team and it appears to show clouding from metal debris fluid, that would be consistent with the reported dark colored fluid. The clinical/medical investigation concluded that, although the acetabular shell construct and manufacturer are unknown, the surgeons choice of revision components likely lead to increased wear, the reported instability and dark colored fluid in the wound. Therefore, the implantation of the oxinium head and poly liner onto the already existing shell, after the ceramic head and liner fractured cannot be ruled out as a contributing factor to the reported events. With the information provided, the patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur as an adverse event. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to surgeons choice of revision components, friction, surgical procedure or joint tightness. The contribution of the device to the reported incident could be corroborated as the x-rays confirm the presence of metal debris fluid and it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11: corrected data in h6 (health effect - clinical code).